Event description:
It was reported that the ventilator shut down while connected to a pt. It is unk if the ventilator alarmed when the reported problem occurred. The caregiver called 911 and started bagging the pt. The paramedics arrived at the home and determined the pt was fine.

Manufacturer narrative:
Na